Event description:
Received report from the hosp in 2004. Per biomed and director of nursing, a nursing student and rn were setting up and loading an infusion of propofol. The rn did not notice that the student had opened the flo-stop mechanism upon set loading. The roller clamp was left open and the set was connected to the pt, so flow of medication was allowed to the pt before the door of the device was closed. The pt received a bolus of medication. Reported as no negative outcome to the pt since they were on a ventilator. This was a use error. On the packaging of the set there is a warning that states: "to prevent free flow, close set roller clamp when flo-stop fitment is open. Hosp's report stated that medical intervention was provided to the pt due to the event (assisted ventilation by ambu bag).